Event description:
The following was reported by user facility: it was reported that a patient was revised on (B)(6) 2012, for recurrence of umbilical hernia. Contact reported patient was notified that this was a recalled mesh (note: it was not recalled). On (B)(6) 2007, patient was implanted with small circle kugel mesh. Patient had a 5-year history of discomfort with the pain being worse when bending. A mass was found and patient treated for a recurrent umbilical hernia on (B)(6) 2012, with explant of the entire mesh. Mass was noted to be protruding from the center of the mesh.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient is reported to have developed a recurrence more than five years post implant. It is reported that a mass was noted to be protruding from the center of the mesh. Medical records have not been provided and the sample has not been returned for evaluation. The information provided indicates that the patient developed and was treated for a recurrence which is a known adverse event listed in the IFU. With the currently available information no conclusion can be drawn at this time.